Event description:
Dr's and nurses started acls procedures. CPR was in progress. Defibrillator/pacer application started on pt to normalize heart rate. Pacer immediately failed with message on monitor "pacer output low" to "pacer failure." Pacer would not function even after several attempts. The pt was rushed to the surgery dept and died in recovery.